Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
Complaint 1 of 3. The 8fr mega 50cc balloon was threaded over the wire and once the catheter was inserted a few inches, the balloon met resistance and was unable to be inserted further. "The balloon looked like it folded upward-flared out and preventing further insertion."